Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was hospitalized due to the event and was treated with vancomycin injection (1gm, route, frequency and duration were not reported) and ceftazidime injection (1gm, once daily, route and duration were not reported). At the time of this report, the patient has been discharged and was not recovering from the peritonitis. On an unreported date, the pd catheter was removed due to peritonitis event. No additional information is available.